Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for three days. The blood glucose level was high and the patient replaced the infusion set and resumed insulin delivery successfully. No further information available.